Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 38-year old female patient underwent breast augmentation revision with a (left) 650cc mentor smooth round moderate plus profile saline and a (right) 700cc mentor smooth round moderate plus profile saline breast prosthesis. Post-operatively, the patient was diagnosed, via mammogram, with bilateral breast implant deflations. As a result, the patient underwent bilateral breast implant removal surgery on (B)(6) 2022. This medwatch form is for the right breast prosthesis deflation on the left breast implant has been reported under mrn: 1645337-2022-09325.

Manufacturer narrative:
On october 24, 2022, mentor received additional information indicating that the correct date of explantation was on (B)(6) 2022. The patient's implants were replaced with the following devices: (left) 750cc mentor smooth round moderate plus profile saline catalog: 3502750 lot: 9721674 sn: (B)(6) and (right) 750cc mentor smooth round moderate plus profile saline catalog: 3502750 lot: 9686232 sn: (B)(6).

Manufacturer narrative:
On november 4, 2022, the mentor failure analysis lab received the device for evaluation. On november 9, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing, microscopic examination, and thickness measurement of the returned device. During a visual evaluation, no apparent damage or visual anomalies were observed on the sm mpps dv 700cc returned device. Leak testing was performed, in accordance with mentor procedures, and two (2) tears were found on the anterior view, measuring (tear a) 0.7 cm and (tear b) less than 0.1 cm respectively. A microscopic examination was performed on the edges of both ruptures, and parallel striations were found in the whole area of tear b. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. On the other hand, the cause of tear a could not be identified. Therefore, a thickness measurement was conducted on the shell at tear a, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Based on the information currently available, a microscopic examination of tear b indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. Although no conclusion could be reached on the cause of tear a, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.